Event description:
In a hospital, 96 patients have been implanted with symphony dr pacemakers and 21 patients with symphony sr pacemakers. Approximately 80 of these patients are followed-up once per year. The hospital would like to make specific plans for device replacement for around 10 to 15 patients due to the current battery status of their devices, and to start considering the need of device replacement for around 30 to 40 patients. Reportedly, the time to eri (elective replacement indicator) values displayed for symphony pacemakers are overestimated and unreliable, and the hospital requests a programmer software update to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
In a hospital, 96 patients have been implanted with symphony dr pacemakers and 21 patients with symphony sr pacemakers. Approximately 80 of these patients are followed-up once per year. The hospital would like to make specific plans for device replacement for around 10 to 15 patients due to the current battery status of their devices, and to start considering the need of device replacement for around 30 to 40 patients. Reportedly, the time to eri (elective replacement indicator) values displayed for symphony pacemakers are overestimated and unreliable, and the hospital requests a programmer software update to address this issue.